Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed manual bench cleaning, manual cleaning of the hgb flow cell, and cleaning of the hgb cups. Additionally, the luer fitting was tightened and valve v09 was replaced. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity. A review of tracking and trending of the alinity hq did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency with the alinity hq processing module for serial number hq00570 was identified.section g1 has been updated to current contact information.

Event description:
The customer observed falsely decreased hemoglobin results generated from alinity hq processing module which does not match with another alinity hq processing module for multiple patients. The results provided were: patient 1: initial= 69 g/l /repeated= 127 g/l. Patient 4: initial= 64 g/l /repeated= 111 g/l. Patient 5: initial= 75 g/l /repeated= 155 g/l. There was no treatment or transfusion provided to patients due to falsely decreased hemoglobin results. There was no reported impact to patient management.

Manufacturer narrative:
Correction was made to field d2b pro code. The incorrect code of grz was changed to correct code gkz. This was a typographical error correction. Updated information in section d4 primary UDI number.

Event description:
The customer observed falsely decreased hemoglobin results generated from alinity hq processing module which does not match with another alinity hq processing module for multiple patients. The results provided were: patient 1: initial= 69 g/l /repeated= 127 g/l. Patient 4: initial= 64 g/l /repeated= 111 g/l. Patient 5: initial= 75 g/l /repeated= 155 g/l. There was no treatment or transfusion provided to patients due to falsely decreased hemoglobin results. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.